Event description:
It was reported that the radiofrequency programmer head was no longer responding to non-wireless telemetry. The programmer head was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry issues, it failed its uplink amplitude test and it was sent on for repair. (B)(4).